Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer's laboratory protocol states: repeat any troponin I sample result that is greater than 0.40 ng/ml. In conclusion, the cause of this event is unknown and could not be determined.

Event description:
The customer reported non-reproducible false positive troponin I (accutni) patient results involving unicel dxc 600i synchron access clinical system. The customer stated the false positive results were not released out of the laboratory as a proactive protocol has been implemented to verify unexpected results prior to reporting. There was no report of patient injury or change in patient treatment associated with this event.